Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified. A batch review was performed, and no issues were detected during the manufacturing of potentially associated lot gd893305.

Event description:
The following information was received from global pharmacovigilance (gpv) and is a report from a consumer in the USA of peritonitis in a patient coincident with dianeal and extraneal therapies. On unreported dates, the patient experienced an extreme amount of abdominal pain while draining and filling. Sometime last month (date not specified), the patient experienced cloudy peritoneal effluent during his day drain. The patient took a sample from this day drain and brought it with him to the clinic. Per the patient, two weeks ago, he had developed peritonitis. Peritonitis was treated with vancomycin intraperitoneal, 2 vials each time (frequency not reported), administered in the clinic. Cause of peritonitis was not reported. It was not reported if retraining on aseptic technique was performed. At the time of this report, the extreme amount of abdominal pain was resolving. The outcome of peritonitis was not reported. At the time of this report, the patient's peritoneal effluent was clear. The patient provided verbal consent to contact his nurse for further information. No further information was provided during this call.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this event.